Event description:
When a physician used the subject device for a laparoscopic proctectomy, two units of probes broke and the distal ends of probes fell off inside the pt's body. The broken pieces of the probes were taken out. No more info has been obtained.

Manufacturer narrative:
The subject devices (sn (B)(4)) were not returned to olympus for eval. Based on cases with the same model, the probe presumably broke since the probe was damaged because the physician activated ultrasound output while the probe was in contact with metal such as a clip, and besides the physician continued to use the damaged device, the probe was cracked. The instruction manual of sonosurg scissors already states; warning: do not contact the probe with any hard objects grasp it when ultrasonic output is activated. Be careful to avoid contacting the probe accidently. The probe and the grasping surface (white part) could be worn away by ultrasonic vibration, which may lead to a damage or detachment. If add'l info is rec'd, this report will be supplemented. This report is one of two reports. Cross reference MFR report number 8010047-2012-00386.